Event description:
Reporter called to report that his CPAP device headgear velcro is defective. He stated the velcro is supposed to last 6 months. After a little short of 2 months use, it broke. He said the manufacturer only gives 90 days warranty on the product. However, insurance does not pay for the device if it broke before 6 months. The reporter said the product has a defect. The velcro is not designed to stand the pressure from the mask. When it broke, he contacted the manufacturer, but they are not willing to replace it. Fortunately to him, the dealer where he bought the device from is willing to replace it for him.